Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly displays an unknown error message. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter involved in this case failed testing in that the data was found to be corrupted. A secondary issue was found during testing that the lcd was scratched. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.